Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. As received, a complete lead was returned in one piece. Failure event observed during analysis. Final analysis found through visual examination two external abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to device can.